Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No reservoir alarm was noted during performance testing. Cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads were also noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 4.9 mmol/l. The customer stated that she was trying to change the infusion set and a no reservoir alarm occurred. The customer could not clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.